Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the cause for the pump being empty on (B)(6) 2019 was the patient had missed their refill appointment. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that the patient saw an 8286 (empty reservoir) code on his ptm (personal therapy manager). No patient symptoms were reported. The patient was brought in for a ¿stat¿ pump refill. It was noted that the ¿pump alarm was for (B)(6) 2019, but the pump was empty by (B)(6) 2019¿. The cause for the empty pump was not determined. No further complications were reported/anticipated.